Event description:
It was reported that approximately 23 months post-implant of a bifurcated device, and two infrarenal aortic extensions a proximal type I endoleak was identified on a computed tomography scan. Reportedly, the original aortic extension was being compressed in the aneurysm sac due to aortic angulation and lack of overlap. The pt was treated with an additional infrarenal and suprarenal aortic extensions, which successfully corrected the endoleak. The pt tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records were not provided for clinical assessment; however, intra-operative CT images and the planning sizing sheet were provided and reviewed by a clinical representative with the following impression: based on review of the information provided, it is suspected that the reported endoleak was caused by the angulation of the aorta and lack of seal in the infrarenal neck. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.